Manufacturer narrative:
See scanned page.

Event description:
It was reported that during a new implant electrode's 0 and 1 had an impedance of less than 50. All the other impedances were fine. The pt had good response with electrode's 0- and 3+. It was noted the physician had difficulty inserting the lead - met resistance. The physician took the lead out, reinserted it, resistance still met. The pt was closed up and programmed around it. Further info is being requested from the hcp.